Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor saline breast prosthesis, catalog and lot numbers unknown. (B)(4).

Event description:
It was reported (via (B)(4) medwatch) that a female patient of unknown age who underwent breast prostheses implantation with unknown mentor saline implants on (B)(6) 1997 reported several autoimmune diagnoses and symptoms associated with breast implants. She reported fatigue, gut issues, vision issues, joint pain and inflammation, brain fog, dry eyes, dry mouth, hair loss, early onset menopause several miscarriages, odd body odors, light sensitivity., anxiety, depression and generally ill. No product issue, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.